Manufacturer narrative:
Manufacturing and inspection records of the guide wire were reviewed, and no anomalies were found. The returned 28.0 mm, micro acutrak 2® bone screw was examined visually under magnification. The length of the screw was confirmed to be 1.1 inches or 28mm. The screw is magenta, which aligns with the micro family of the acutrak screws. The returned .035 x 6 in single trocar guide wire was examined visually under magnification. The diameter of the guide wire was measured to be 0.0345 inches and the length to be 6 inches, which aligns with the specifications of part number 80-1524. The laser band was measured to be 3.6 inches away from the tip, which also aligns with the print. The parts should function as needed as they were within specifications, as long as the surgical technique is followed. No definitive conclusion on the cause of the incident can be made.

Event description:
It was reported during the procedure the appropriate cannulated screw technique was performed, a micro screw of the 2.5 system was chosen. When measuring the length of the screw with the 0.9 guide, the laser mark indicated a screw of length 28 but when passing the implant it looked too large in relation to the measurement taken with the guide. A 26mm screw was implanted to compensate for the erroneous measurement that was initially taken with the guide. This issue resulted in a procedural delay of 20 minutes. This report is related to report number 3025141-2022-00109 which is for the screw involved in this event.